Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, hip dislocate & head impinging on polyethylene liner resulting in concavity in liner. Patient revised from all microport implants and replace with another company's implants due to dislocation.

Manufacturer narrative:
After the initial and final report it was determined that the patient and device codes were incorrectly reported.